Event description:
The reporter stated that her mother has a fistula in her arm for dialysis. The day after dialysis, the insertion site in her fistula was still bleeding. The reporter took her mother to the hospital. The emergency room nurse put instat on the wound. It continued to bleed so, the first instat was removed and then another was applied and the bleeding stopped. The patient was instructed to leave the instat on until she went to dialysis again. The reporter stated the instat would not then come off, so she had called the distributor to ask how the product should be removed. The reporter was referred to the healthcare provider for evaluation. The product was removed from the dialysis site at the dialysis center without problems. The site healed without problems. No other information is available.

Manufacturer narrative:
A review of integra's complaint system showed that this event was reported to integra, and entered into the complaint management system in march 2009. A medwatch had not been submitted previously for this event. No product was available for return. No lot number was provided, therefore, a review of the device history record could not be performed. The root cause cannot be definitively confirmed; however, the details of the complaint indicate that the patient, her daughter, and the dialysis nurse were not familiar with the product or use of the product, and did not know how to remove the collagen mass. It appears as though the product performed as intended, as the second application achieved hemostasis, and the collagen mass was removed without incident at the patient's next visit to the health care provider. Integra considers that no corrective action is required. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.